Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested but unavailable: has it been confirmed which piece of the device fell into the patient? What efforts were made to locate the piece which dropped into the patient during the procedure? Does the surgeon believe the piece of the device is inside the patient? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status?

Event description:
It was reported that during an unknown procedure the tip of the instrument fell off into the patient. It was not reported if the tip was retrieved. No other information is known at this time.